Event description:
The customer reported the ventilator the ventilator had a blower temperature high occurrence. There was no patient harm reported. The manufacturers field service engineer (fse) was able to duplicate the reported problem. The fse replaced the blower to address the reported problem. Applicable final testing was performed to operating specifications and passed. The unit is now back in service.